Event description:
It was reported that the user experienced a pairing failure when entering a new dexcom g7 sensor code into the ilet, after which glucose readings appeared on the ilet during the call and the user ended the call. Symptoms included no clinical effects reported. Outcomes included no impact beyond temporary loss of pairing. Investigation included troubleshooting and education regarding g7 pairing to the ilet. Investigation of this case revealed a transient pairing failure related to cgm integration, which resolved with standard pairing steps as evidenced by restored glucose display on the ilet. It was concluded that the cause was transient communication error.